Event description:
This patient was having a groshong catheter inserted in order to have venous access for frequent blood transfusions needed to treat refractory anemia. Shortly after she arrived in the pacu she developed a sudden bradyarrhythmia and respiratory arrest. She was intubated, placed on a ventilator and maintained in a comotose state until her death 2/13/93. The event remains of unknown etiology.because of this unexpected outcome, we are reviewing the entire case, including checking the anesthesia equipment. In discussing the equipment with mfg. Drep., we decided to report this to you on the outside chance the equipment is defectivedevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-93. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: other. Invalid data - on device destroyed/disposed of status.